Manufacturer narrative:
This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure the tip of a cannulated driver broke while removing a screw. The medtronic representative reported the tip was easily retrieved. The surgeon completed the procedure with the use of the navigation system. There was a less than 1 hour delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Lot number and device manufacture date provided. The hardware investigation found that the reported event was related to a hardware issue. As reported, the tip of the driver had been broken off. The instrument was in otherwise good condition. This issue was documented in a medtronic navigation hardware anomaly tracking database.